Event description:
The patient reported that with the most recent box of v-go devices, 12 of the v-go 40 devices the needle button accidently released prior to the completion of the 24-hour period. Patient reports that he followed proper fill, wear, and go procedure and after about 12 hours of use based patient observation of the v-go still being half-full of insulin, the needle "popped out" and patient removed and replaced his v-go with a new device successfully. Patient states that he usually presses down on the round part of the needle button when applying but is unsure what part he pressed down on with the 12 devices mentioned. Patient provided a v-go expiration date of 2019.